Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the atrial lead exhibited high pacing threshold and intermittent capture anomaly. The lead was not used. A new lead was implanted successfully. The patient was in a stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.